Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt's mother stated that, the pt has been receiving e4 (occlusion) alarms on both of his infusion device's. The mother stated that, the pt's blood glucose had been "really high for the past 3 days." She stated that, the most recent occlusion occurred in 2007, while the pt was sleeping. She stated he "hit the button" and left his pump in stop. His blood glucose was 405 mg/dl, when he woke up and he was able to bolus without error. His blood glucose lowered and was "in the 70's" before lunch. The pt then received another occlusion, while trying to bolus after he ate. The pt did not troubleshoot the error and his blood glucose measured 564 mg/dl after school. The mother then instructed the pt to give himself an injection via insulin pen. At the time of the report, the pt's blood glucose had lowered to 448 mg/dl. The pt stated he normally has a headache, feels tired and thirsty, and urinates frequently when his blood glucose is elevated. His normal blood glucose range is 80-150 mg/dl. The pt stated he had just changed his infusion tubing, cartridge, and adapter an hour before the call and he was able to bolus 6 units without error. The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.